Event description:
It was reported that the patient was experiencing muscle stimulation. Pocket stimulation was reproducible in-clinic. The lead was explanted and replaced at time of device change-out for eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 12.8-16.3cm from the distal tip. Internal insulation abrasions were found at 7.5-7.9cm, 26.3-27.0cm and 26.1-27.5cm from the distal tip. Insulation damage was also found at 34.6-36.6cm from the distal tip, consistent with clavicle crush damage. The inner coil insulation and the three conductor lumens were abraded.